Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number : 3006705815-2020-00910.

Event description:
Related manufacturer reference number: 3006705815-2020-00910. Follow up information received identified the patient had the scs leads replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 3006705815-2020-00910. It was reported that the patient was experiencing ineffective therapy. Diagnostics indicated high impedance readings. Multiple troubleshooting steps were taken but ultimately remained unsuccessful. As a result, surgical intervention may take place to address this issue.